Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported of a sensor anomaly. The customer's blood glucose reading was 8.7 mmol/l. The customer stated that they had dinner and took insulin and now the pump suspended. The customer stated that he received a cal error. The customer stated that the sensor glucose versus blood glucose meter readings will be close, but rarely match due to how glucose travels in the body. The customer was advised that there may be larger differences after meals, bolus delivery, or when arrows present on sensor graph. The customer stated that the alarm did not occur shortly after performing a "find lost sensor". The customer was advised that 2 consecutive calibration errors will lead to a change sensor alert. The customer was advised to monitor and call back if the issue persists.